Event description:
It was reported that air bubbles were observed within the tubing. Reportedly, the customer experienced an elevated blood glucose (bg) level of 523 mg/dl. Customer performed a supply change to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.